Event description:
It is reported that the inside of the shrink wrap, there was possibly oil residue found on the package.

Manufacturer narrative:
Evaluation summary: cause cannot be definitely determined. Evaluation: as returned, the location of the oil like substance is centered along the tear holes of the shrink wrap material of the outer carton packaging material. It appears that the oil may have leaked around the tear hold of the shrink wrap onto the outer carton. As returned, the inner and outer cavities show no evidence of the oily substance. The shrink wrap material is not designed to be air tight and it is likely the packaging was exposed to some form of oil after being distributed. A review of the manufacturing records indicate that the device was packaged according to specification. A stock investigation of the remaining three units from the complaint lot were inspected and did not show any oily residue on the outer carton. No other reports of the kind have been received for the manufactured lot.